Event description:
Mobilit and trinity revision after approximatively 10 days due to infection.

Manufacturer narrative:
Per 8613 - final report additional information, including lot codes, confirmation of the revision date, confirmation of the devices explanted, operative notes, x-rays and patient medical history, has been communicated by the reporter. The appropriate devices details have been provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the reported event. The reported devices were manufactured, packed and sterilised to the correct specifications at the time of manufacture. Infection is a known complication with any invasive surgery procedure and the incident rate is followed by performing trending on reported events. Based on the above, no further investigation can be conducted. The root cause cannot be determined. Corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobilit / trinity revision after approximatively 2 weeks due to infection.

Manufacturer narrative:
Per (B)(4) - initial report. Additional information, including ot codes, confirmation of the revision date, confirmation of the devices explanted, operative notes, x-rays and patient medical history, have been requested in order to progress with the investigation of this event. Available information will be detailed in a supplemental report. The appropriate device details have been requested. The relevant device manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.